Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the power supply was out of electrical specification. Further analysis was performed when the programmer was returned to the united states for further repair. This analysis noted that the software needed to be reconfigured, reloaded and updated. It was also noted that the power supply was noisy, the system fan was noisy and the screen dropped requiring the replacement of the left and right lower hinges.

Event description:
It was reported that the programmer could not boot up after powering on. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the power supply was out of electrical specification.